Manufacturer narrative:
Unit passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No prime anomalies were noted. Unit was received with operational currents within specification and passed self-test. Power error due to connector resistance printed circuit board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported for via phone call for power error. The customer¿s blood glucose was unknown. Customer reported that this has happened more than two times. Customer reported that the first thing that happened was when reloading pump when trying to fill tubing it counted more units then what it should had. Went up to 20 units and stopped and gave a message about reaching its max units. Second thing that happened today was this morning needed a new battery. Customer reported that she put in a new battery and th the pump indicated that the battery was full. 2 hours later it told her there was a low batt. Then she unscrewed the battery cap and screwed in the cap then showed the battery was fine on the same battery. Then today at 2p and at 6p customer states that she received power error detected. The customer stated that the internal power source in the pump is unable to charge. Customer has not previously called to report power error detected. Power error detected did not recur within a week of troubleshoot previous occurrence. The customer was advised and explained the troubleshooting. The insulin pump was returned for analysis.